Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. Upon visual inspection the service technician noted that they replaced door (broken up door latch). Replaced kit platen/hinge due (missing kit platen/hinge assy 8100). Replaced latch door (broken low door latch). Replaced upper pressure sensor for check IV set. Replaced u4 on display pcb for dim segment. T based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the door assembly - broken door latch. Additionally, during servicing, we identified a faulty pressure sensor which constitutes a reportable malfunction. Additionally, during servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement. Device history review: a review of the device history record for (B)(6) was performed from date of manufacture 01/14/2020 to present date 01/08/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Updated "h7" & "h9" fields. A review of the device history record for (B)(6) was performed from date of manufacture 01/14/2020 to present date 01/08/2021, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was determined. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1143616 for dim u4 segment. CAPA #_00926 for door latch. CAPA #pa-2014-0026 for pressure sensor. CAPA #1143606 for platen.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.